Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator wire. The insulin pump was received with cracked case at display window corners, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump would not vibrate. The customer's blood glucose was 98 mg/dl at the time of incident. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.